Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure, the aquabeam motorpack was unable to work and the cable was identified to be damaged. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event..

Manufacturer narrative:
The aquabeam motorpack was returned for investigation of the reported event. Visual inspection of the returned motorpack confirmed the reported event as the the motorpack to console connection cable was damaged. Functional testing of the returned motorpack also confirmed the reported event. Root cause is undeterminable as it is unclear how the motorpack cable got damaged. A review of the device history record (DHR) ab2000-b/ serial number (B)(6) , and aquabeam motorpack with lot number 22c02227 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0104-00 rev. F, states the following: 11.2.3 non-sterile: console, motorpack, and foot pedal connection. Connect the motorpack cable to the front of the console: - connect the motorpack plug on the front right port. - ensure the connector locks are in place and the red marks on the motorpack and the console align. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.